Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) thought that the device was not working and felt a thump daily. The patient also reported that the device was put in wrong and had to be redone. Boston scientific technical services (ts) referred to patient to their physician to address their symptoms and concerns. There was no further information obtained from the field that could further verify this event. To date, this ICD remains in service. No additional adverse patient effects were reported.